Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve, upon inflation of the commander delivery system, the balloon ruptured at the end of inflation. Full deployment was achieved, and the delivery system was removed without issue. An extra +1cc was added to the balloon prior to inflation. The rupture balloon was accounted for after removal. The patient was stable. There were no other procedure complications. The device will not be returned for evaluation. Per report, patient's stj was heavily calcified with a diameter of 21mm x 27mm.

Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no pictures or imaging provided. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing an edwards lifesciences technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per description of event there was presence of heavily degree of calcium in the patient's stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the balloon burst. The edwards technical summary is applicable to this complaint because calcification was present in native annulus and could have caused the balloon to burst. No labeling/IFU inadequacies were identified. A complaint history for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, neither corrective and preventative actions nor a pra are required at this time.